Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, on the right hepatic branch, the stapler was not able to fire, the green button was pressed and the surgeon was able to squeeze the handle. The staple did not advance and was locked. They used a new reload to complete the case. There was no patient injury.